Event description:
The customer reported on a medwatch form that colonoscopy was performed on a pt who had rectal bleeding. During colonoscopy, multiple arterial venous malformations oozing in the cecum and the proximal ascending colon were treated with heaterprobe therapy. The setting on the device was 25 joules. A polyp in the transverse colon was ablated with cautery. Approx. Fifteen hrs after the colon procedure, the pt developed temperature of 102.3 and right lower abdominal pain. An exploratory laparoscopy was performed the next day and revealed a 5 cm peforation of the right colon in the mid right colon area and a smaller 0.5 cm perforation approx. 2 cm lateral to this. The pt required placement of a nasal gastric tube and cecostomy tube. The pt was reported to be in good condition.